Event description:
Pharmacy technician was filling a baxter 150ml intravia container with fluid for a patient and noticed a floatie inside the bag. The medication was filtered out of the bag and placed in another container. The floatie has been highlighted and saved.